Event description:
It was reported that a large volume infusor leaked from the wing luer lock/flow restrictor. This occurred after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - lot 24a008 was manufactured january 18-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed, and it showed that there was fluid inside the bladder. The photograph did not show an image of a leak. The reported condition could not be verified or refuted by the returned photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.